Event description:
An office manager reported a patient having diplopia 22 years following intraocular lens (iol) implant surgery. The surgeon also noted that the iol has dislocated. A vitrectomy was performed and the lens was exchanged. At one day postoperative visit, the patient is reported to be doing well. The surgeon stated that he does not know why the lens displaced, but does not feel the lens was defective. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/06/2009 and 05/15/2009 by phone, fax, and mail. A completed questionnaire has not been received.